Manufacturer narrative:
Product ID 8780, serial# (B)(4). Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-31, additional information was provided. The patient's weight was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient had an infection and the pump was explanted on (B)(6) 2019. The pump and proximal piece of the catheter were removed. The spinal segment was left intact in the patient. It was unknown what drug was in the pump at the time of the infection. There was never a culture done. No further complications were reported.